Manufacturer narrative:
Corrected fields: h6 (type of investigation).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the safety disk. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) had a damaged safety disk. There was no patient involvement, and no adverse event reported.